Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's service center regarding a high drain alarm which occurred on the homechoice (hc) after use. The initial drain was set to 1059ml, the last fill was set to 998ml, the total fill volume was set to 9497ml, the total drain was equal to 10873ml, the total ultrafiltration (uf) was equal to 1376ml, the cycle 5 uf was set to 2068ml, the cycle 4 uf was set to 90ml, the cycle 3 uf was set to 174ml, the cycle 2 uf was set to 225ml, and the cycle 1 uf was set to 203ml. The hc would be swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of iipv - adult was confirmed. The root cause of the iipv was undetermined. The event history log review confirmed the reported problem. The homechoice was evaluated with no issues noted related to the reported problem.